Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage and some evidence of blood. Visual inspection determined that the delivery device was returned outside the loading the device. The tension spring assembly, the anchor tab and the seal were inside the body of loading device. The green slide lock and the white plunger were not depressed on the delivery device. Based upon the received condition of the device, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal file number - (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii failed to load properly. The seal remained inside the loader when the delivery device was removed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.